Event description:
Per medwatch from user facility, "pt underwent laminectomy and untethering of spinal cord and was readmitted to the hosp and underwent a second procedure lumbar fluid collection and irrigation. Bioglue was used for the first procedure. At the time of the second procedure, the or note comments a cloudy yellowish fluid suggestive of pus and pieces of bloglue found floating. Culture of the lumbar wound were negative."

Manufacturer narrative:
This incident was previously reported to cryolife as one of several incidents involving the use of bioglue at this medical facility (medwatch report 1063481-2006-00013). However, all attempts to obtain add'l info have been unsuccessful thus far. The investigation is currently ongoing and cryolife will attempt to obtain info specific to this case.